Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 600 mg/dl at the time of incident. The other relevant blood glucose was 492 mg/dl, 596 mg/dl, 563 mg/dl, 458 mg/dl, 215 mg/dl. The customer experienced symptoms such as headache. The customer was treated with bolus for high blood glucose. The product will not be returned for analysis.